Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer states that they received erroneous results for one patient urine sample tested for tpuc3 total protein urine/csf gen.3 (tpuc) on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.09 g/l. The sample was repeated on (B)(6) 2017, resulting as 0.19 g/l. The sample was manually diluted 1:20 and tested twice on (B)(6) 2017, resulting as 12.82 g/l accompanied by a data flag and 12.96 g/l accompanied by a data flag. The sample was manually diluted 1:50 and tested twice on (B)(6) 2017, resulting as 113.38 g/l accompanied by a data flag and 112.06 g/l accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The c501 analyzer serial number was (B)(4).

Manufacturer narrative:
Samples from the patient were provided for investigation. The samples were measured without dilution, with automatic dilutions at different dilution ratios, and with manual dilution. The customer's observation could be duplicated. The concentration of the urine sample was too high, therefore no reaction could be seen when the undiluted sample is first measured. The detected total protein concentration is higher than 200000 mg/l, which is 1000 fold higher than the measuring range. The sample results obtained with a dilution up to 1:50 were flagged with the data alarm >abs, indicating that the absorbance is high. Product labeling states that urine, csf, and control samples with a protein concentration above 7000 mg/l must not be measured with tpuc as this may clog the instrument lines. Large proteinuria could be expected in connection with the diagnosis of nephrotic syndrome.